Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was located at the bottom of the garment going down to his stomach. It was itchy and red. There was no alleged device malfunction contributing to the irritation. Patient was advised to take benadryl by a physician. Follow up indicated that the irritation has improved.